Event description:
The duett sealing device was deployed following an interventional procedure via a 7 fr sheath in the right common femoral artery. Following the procedure, the pt experienced pain and loss of feeling in the affected limb. An angiogram confirmed an occlusion. Treatment consisted of surgical intervention and thrombolytic therapy (retavase). The treatment was successful and no further complications were reported.